Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter. There was contrast in the inflation lumen and blood in the guide wire lumen. The balloon was loosely folded. The distal tip was damaged. Microscopic examination revealed that the balloon was bunched up. Microscopic examination presented no damage or irregularities to the markerbands. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft and the hypotube. Microscopic examination also revealed that the outer and inner shaft were buckled for 3.3cm from the tip and 2.9cm, and 3.2cm ¿ 3.3cm distal of the exit notch. Microscopic examination presented no damage or irregularities with the bi component weld or bonds. The overall length of the catheter was measured and is within specification. The 5f introducer sheath used in the procedure was not received with this device. A 5f super sheath and a 4f super sheath were used for functional testing. Functional testing was performed by loading the coyote fc balloon catheter through the 5f introducer sheath and 4f introducer sheath. The catheter was able to advance through the both sheathes but met resistance at the kinked area by the exit notch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified artery below the knee. A 2.0mm coyote balloon catheter was being advanced to the lesion but because of severe calcification it was changed to 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter. The device was being inflated in an unspecified atmospheres (atms) when it was noticed that the shaft of the device was kinked at the connecting part to the hypotube. When retracting the device into the sheath, severe resistance was encountered. All the delivery systems was removed from the patient. The sheath and the guide wire were changed and the procedure was completed with a non bsc device. There were no patient complications reported and the patients' status was good.

Event description:
It was reported that catheter removal difficulties were encountered. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified artery below the knee. A 2.0mm coyote¿ balloon catheter was being advanced to the lesion but because of severe calcification it was changed to 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter. The device was being inflated in an unspecified atmospheres (atms) when it was noticed that the shaft of the device was kinked at the connecting part to the hypotube. When retracting the device into the sheath, severe resistance was encountered. All the delivery systems was removed from the patient. The sheath and the guide wire were changed and the procedure was completed with a non bsc device. There were no patient complications reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).